Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberl: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tubing detachment issue on (B)(6) 2026. The infusion set tubing came apart from tubing connector which leads to high blood glucose levels upto 330 mg/dl and was treated with insulin pump.